Manufacturer narrative:
Investigation: customer returned two (2) loose 31g x 8mm, 0.3ml relion insulin syringes. Relion consumer reported finding two syringes with needle and hub stuck inside shield. Both returned samples were examined, and no needle-hub/shield assembly separation was observed. No other issues were observed on either of the returned syringes. As no manufacturing defects were observed, the alleged defect could not be confirmed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch #9014710. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the consumer found the relion® insulin syringe with the needle hub stuck inside the shield during use. Lot# 8351991 and lot# 9014710 were reported to have 2 occurrences each, but the dates of the occurrences are unknown. The following information was provided by the initial reporter: "relion consumer reported finding two syringes with needle and hub stuck inside shield. Stated it happened once, two years ago but she could not provide a lot or incident date."

Manufacturer narrative:
Correction: an additional lot# was provided by the customer. The following information has been updated: describe event or problem: it was reported that the consumer found the relion® insulin syringe with the needle hub stuck inside the shield during use. Lot# 8351991 and lot# 9014710 were reported to have 2 occurrences each, but the dates of the occurrences are unknown. The following information was provided by the initial reporter: "relion consumer reported finding two syringes with needle and hub stuck inside shield. Stated it happened once, two years ago but she could not provide a lot or incident date." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8351991. Medical device expiration date: n/a. Device manufacture date: 2019-02-11. Medical device lot #: 9014710. Medical device expiration date: n/a. Device manufacture date: 2019-03-18.

Event description:
It was reported that the consumer found the relion® insulin syringe with the needle hub stuck inside the shield during use. Lot# 8351991 and lot# 9014710 were reported to have 2 occurrences each, but the dates of the occurrences are unknown. The following information was provided by the initial reporter: "relion consumer reported finding two syringes with needle and hub stuck inside shield. Stated it happened once, two years ago but she could not provide a lot or incident date."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer found the relion® insulin syringe with the needle hub stuck inside the shield during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "relion consumer reported finding two syringes with needle and hub stuck inside shield. Stated it happened once, two years ago but she could not provide a lot or incident date."